Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) [several] cook tri-tome pc triple lumen sphincterotomes. The physician, very experienced and familiar user of cook tri-tome sphincterotomes, attempted sphincterotomy. [The attempted sphincterotomy] failed because of inconvenient orientation [incorrect cutting wire orientation]. Despite the three-dimensional forming stylet, the orientation was very bad. Instead of 12 o¿ clock, the sphincterotome faced 3 o¿ clock (MDR report 1037905-2018-00116). The physician removed the sphincterotome and completed the process using another sphincterotome. The physician complains that the same incident has happened several times with the tri-25 (subject of this report) and tri-30 (MDR report 1037905-2018-00118).

Manufacturer narrative:
Continued from section d11: erbe electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Continued from section d11: erbe electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 03/27/2018: "during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. The physician, very experienced and familiar user of cook tri-tome pc triple lumen sphincterotomes, attempted sphincterotomy, but failed because of inconvenient orientation [incorrect orientation]. Despite the three-dimensional forming stylet, the orientation was very bad. Instead of 12 o¿ clock, the sphincterotome faced 3 o¿ clock (MDR report 1037905-2018-00116). He removed the sphincterotome and completed the process using another sphincterotome. The physician complains that the same incident has happened several times with the tri-25 (subject of this report) and tri-30 (MDR report 037905-2018-00118)." Additional information was received on 03/28/2018 indicating that one (1) device failed. The patient outcome was provided and the patient did not require further procedures nor experience any adverse events. Additionally, the incorrect cutting wire orientation was noted prior to the physician bowing the distal end.